Event description:
The customer reported elevated sodium results for quality control (qc) and two patients' samples involving the unicel dxc 600 synchron system. The customer stated sodium qc and patient results were five to six points higher compared to an alternate instrument. Control level 1 recovered at 159 mmol/l. No erroneous patient results were released out of the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted bubbles in the ratio pump, debris on the lower seals, and vertical grooves on the piston due to wear. The fse replaced the ratio pump and resolved the issue. The fse additionally replaced the calcium electrode tip to resolve calibration issues; no calcium results were impacted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications.